Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to manufacturer, but the evaluation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on n0v 22, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to manufacturer, but the evaluation has not yet begun. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, secondary findings dust was observed, and complaint was not confirmed and there was no visible foam degradation. There was one error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.